Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter has an unk error message. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional info. The patient tests his blood glucose five times daily and manages his diabetes with sliding scale insulin ( 4 shots of humalog taken with meals) that is taken based on meter results and lantus before going to bed at night. According to the patient, he claimed that his meter had an 'intermittent error 7 message" (ultra meter goes up to only error 5) for the past few weeks (around twelve days prior). The patient stated that when the meter had an error message, he would use "like 30 test strips" before getting a reading. On one occasion (at around 12:00 pm) when the patient reportedly gave up on testing due to the alleged issue, he claimed that he developed symptoms of "disoriented, incoherent, could not walk and shakiness that developed into like-a-seizure" sometime after the issue. After the meter stopped working, he stated that he did not know how much insulin to take after having lunch, so he look his usual does of humalog). He stated that he was too dazed that he does not remember how much time passed before experiencing those symptoms. The patient stated that a roommate took him to the emergency room (ER) the day prior to original date at around 3:00 pm. He does not "know" what his blood glucose was when admitted to the ER; however, he was reportedly given IV glucose and fluids. The patient's blood glucose was brought up to about 200 mg/dl before being released from the hospital about four hours later. The alleged meter issue was resolved through troubleshooting. This complaint is being reported due to the following conclusions: the patient was reportedly treated at the ER for hypoglycemia after the alleged meter issue began. The patient's products have been replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.